Manufacturer narrative:
Customer indicated that the explanted lens would not be returned to bausch and lomb. Therefore, the explanted iol is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with sudden onset of z-syndrome and decrease in vision five weeks after crystalens implantation. Subsequently the lens was exchanged for another crystalens with a higher diopter power, and a capsular tension ring (ctr) was placed to prevent recurrence. After the lens exchange, the patient's uncorrected distance visual acuity (ucdva) was 20/25+2 and the patient is very happy with the outcome.